Event description:
Patient had rod insertion approximately 1 1/2 years ago at health center. (No records available). Bone and soft tissue are necrotic surrounding intermedullary nail nd soft tissue. Consistent with non-union. The intra-medullery nail has a fracture 14cm from the proximal end.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, unanticipated. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.